Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that while the patient was in the recovery room, he became sick and was throwing up. This caused the reservoir to herniate out of the space of retzius where it had been originally implanted earlier that morning. The patient was taken back to surgery the same day, opened and the reservoir was moved back in place. The patient outcome was good. No device malfunction, just a complication from the surgery.